Event description:
The customer reported the pilot balloon leaked. The patient was re intubated. The tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.